Manufacturer narrative:
(B)(4). Insulin pump was received with blank display due to moisture damaged electronic assembly. Unable to verify battery power loss alarm or charge, battery lasts less than expected due to blank display. Unit was received with corroded battery tube, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery alert with prior low battery alert. Customer stated that battery cap was not loose, cracked or damaged. Customer stated that there was second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.